Manufacturer narrative:
Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. The cause of the initial bulbous shape could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 30mm amplatzer cribriform occluder was selected for implant. After the device was deployed a spherical deformation was noted. The device was removed and exchanged for another 30mm amplatzer cribriform occluder. No patient consequences were reported.